Event description:
Revision surgery was reported due to plate fracture.

Manufacturer narrative:
This report was filed in error. New information reveals smith & nephew product was not revised on (B)(4) 2011. (B)(4). The events reported in this MDR relate to MDR 1020279-2013-00174.

Manufacturer narrative:
Please review attached for the investigation results.